Event description:
The pt was implanted with a left ventricular ventricular assist device (lvad). The chief perfusionist reported that after 7 1/2 months of support, the pt was found at home unresponsive. Attempts to resuscitate where unsuccessful. Autopsy photos provided to the MFR indicated that the inlet cannula was approx 60% occluded; however, the cause of death on the autopsy report was inconclusive.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.